Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h 01/16 checking your blood glucose 7 / page 96. Warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the customer's blood glucose had reached 437mg/dl at the time of admission to the hospital. Treatment included a d5 insulin drip, lantus sliding scale, and IV fluids (saline and potassium). The patient was in the intensive care unit for 12 hours before being transferred to the medical floor; she was hospitalized for two days. It was also stated that the customer is doing well. The patient's blood glucose and insulin history is as follows: (B)(6).